Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v230971, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. (B)(4) applies to lead (lot# v230971) only.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. When removing the lead from the extension, the lead electrode #3 was damaged and unable to be seated in the new ins. Environmental/external/patient factors that may have led or contributed to this issue are not known. The hcp attempted several times to place the lead in the new ins, but was unable. A new lead was placed and the issue was resolved at the time of the report. No patient symptoms and no further complications have been reported as a result of this event.